Manufacturer narrative:
Corrected data: the codes and the additional narrative data were corrected. Corrected data: evaluation results, component code and conclusion code philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the wireless foot switch had problem. While troubleshooting the fse observed that the wireless pedal¿s charge pins are broken. The fse replaced the wireless footswitch, base station and pictogram sheet with new version and the issue was resolved. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed malfunction. Upon troubleshooting it was observed that wireless pedal's charge pins are broken. To resolve the issue fse (field service engineer replaced) wireless footswitch, base station and pictogram sheet with new version. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that when turning on the wireless foot switch it was not working. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the wireless foot switch and the wireless foot switch base station. The device was returned to expected functionality.